Manufacturer narrative:
At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A tripped trend review was completed for the reported complaint and fs libre sensors, and there were no adverse trends that indicate any potential product related issues. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported the adc device inserter did not fire and sensor could not be applied. As a result, customer experienced a loss of consciousness and was unable to self-treat. Customer had contact with a healthcare professional who provided an unspecified injection as treatment for the diagnosis of hyperglycemia. There was no report of death or permanent impairment associated with this event.

Event description:
A customer reported the adc device inserter did not fire and sensor could not be applied. As a result, customer experienced a loss of consciousness and was unable to self-treat. Customer had contact with a healthcare professional who provided an unspecified injection as treatment for the diagnosis of hyperglycemia. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.this serves as a correction report. Section h10 (additional mfg narrative) was incorrectly updated in the initial report. Correction has been made.